Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error and was unable to clear it. Alarm occurred while cycling, possible sweat exposure. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted and the buttons functioned properly. However, corroded keypad traces were noted.